Event description:
Fasciablaster has caused abdominal swelling and fat. After weighing within (B)(6) for over 25 years, I gained (B)(6) in 2 months and have not been able to loose it. "How was it taken or used: topical; did the problem stop after the person reduced the dose or stopped taking or using the product: no." Reason for use: cellulite and fat reduction.